Event description:
Additional information received noted that the left ventricular (lv) lead had possible high threshold measurements. It was noted that device manipulation and myopotential assessment maneuvers were performed but noise and/or oversensing was not observed. The physician decided on no intervention and to remote monitor the patient. The device and leads remain in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately three-week post replacement procedure, the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had a possible connection issue. It was noted that after the procedure, episodes of oversensing due to noise was detected and a lead integrity alert (lia) was triggered along with an rv lead noise warning. A technician performed a connection manipulation test and increasing noise was detected. The device and lead remain in use. No patient complications have been reported as a result of this event. Additional information received noted that the left ventricular (lv) lead had possible high threshold measurements. It was noted that device manipulation and myopotential assessment maneuvers were performed but noise and/or oversensing was not observed. The physician decided on no intervention and to remote monitor the patient. The device and leads remain in use. It was further reported that the patient was seen in clinic and additional episodes of noise were recorded. The rv lead also exhibited high thresholds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtpb2d1 crtd implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately three-week post replacement procedure, the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead had a possible connection issue. It was noted that after the procedure, episodes of oversensing due to noise was detected and a lead integrity alert (lia) was triggered along with an rv lead noise warning. A technician performed a connection manipulation test and increasing noise was detected. The device and lead remain in use. No patient complications have been reported as a result of this event.